Event description:
The customer reported that the insulin pump has been dropped. Troubleshooting was performed. Assisted the caller to run a fixed prime test and the insulin pump deliver without alarming. Performed a high pressure test and the test failed twice. The blood glucose reading was 178mg/dl. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with scratched lcd window. No unexpected battery out limit alarms were noted.